Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard cruciate retaining interlok femoral component right 60 catalog #: 183004. Biomet cc I-beam tibial tray 67mm, catalog #: 141222. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06114; 0001825034-2018-06117. Device remains implanted.

Event description:
It is reported that the patient developed a complex cyst of the right popliteal fossa nine (9) days following right knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.